Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done. It was also noted that the ipg had to be charged more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the hospital and will not be returned.